Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was pretested prior to insertion into the patient, the catheter was fine, so placement was implemented. A few days later, when user tried to remove the catheter, there was a lot of resistance, so user removed the catheter with the cooperation of the emergency physician. After removing the catheter, checked the catheter and found that the tip, end point was tied in a knot.